Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir lip ring of insulin pump was damaged. The customer¿s blood glucose level was 15 mmol/l at the time of incident. The customer stated the location of damage was select button. The customer was assisted with troubleshooting and reported that the reservoir lip ring was damaged. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with cracked select button keypad overlay. (B)(4).